Event description:
This report is for use error. A customer reported to baxter's technical service center he had respiked the heater bag and the supply line. The hp also stated that he used a drain line extension and changed it weekly. The tsr advised the hp to change the drain line daily. The tsr advised the hp to let the registered nurse know about respiking the solution bags . There was patient involvement and there was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). This problem of use error was confirmed. The patient reported to respiking a bag during therapy and reusing the drain line extension. The assignable cause is undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.